Event description:
Peg was placed using written procedures. Several days later pt reportedly experienced abdominal pain. Physician found that pull tie had not been secured properly and the tube had migrated 3cm into stomach. Gastric contents may have flowed into the peritoneum. Physician repaired gastrostomy site.